Event description:
It was reported that during a da vinci-assisted general surgery surgical procedure, the needle driver instrument was found to have the tip broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument tip was found broken and detached. The customer identified the broken tip right after docking the instrument into the patient. Upon reviewing the video recording, it was confirmed that the tip was already broken before inserting the instrument. There was no report of fragment(s) falling inside the patient. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The port incision was not enlarged to remove the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive has received the needle driver associated with this complaint and completed investigations. Failure analysis found the primary failure of grip tip indentation to related to the customer reported complaint. The instrument was found to have one indentation at the midpoint of one of the grip tips. The grips were no found to be bent, and additional damage was found at the distal end. Components adjacent to the indented grip tips show damage which may indicate potential mishandling/misuse. A broken carbide insert was observed. Additionally, the instrument was found to have a broken carbide insert on one grip. The carbide insert was not returned, measuring roughly 0.063¿ x 0.083¿ in size. The mating grip surface exhibits partial coverage of brazing material.

Event description:
Refer to h10/h11 for follow-up information.